Event description:
The customer called to report unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 196 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted the customer with the correct programming. All other programming was correct. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that she was not comfortable with the insulin pump, and feels that it doesn't always deliver insulin. The customer stated that she would wait to conduct the high pressure test before making a decision to replace the insulin pump or not. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.